Event description:
It was reported that the filter was tilted and the struts were perforating the inferior vena cava (ivc). On (B)(6) 2016, the patient was implanted with a greenfield filter. On (B)(6) 2020, the patient received an abdominal and pelvic CT scan. The filter was observed to be tilted and in contact with the right anterolateral caval wall. The filter struts stretched the caval wall, with one of the posterior struts penetrating by approximately 2-3 mm. Additionally, the perforated strut was abutting the anterior aspect of l3 vertebral body. No further patient complications were reported.